Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to loose / flush drive support disk. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with intermittent buttons due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 28 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.